Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Following a retrograde femoral dilatation, a 6f angio-seal evolution was selected for use. Three days after implantation, while the pt was still hospitalized, the device release (popped). The pt had been on bedrest w/o any movements that would have caused the release of the device. A hematoma developed from the pubis to the calf on the back of the pt's leg. No echo was utilized. The pt was still hospitalized five days later due to the hematoma.